Manufacturer narrative:
UDI related data quality updates only.

Event description:
The customer reported that the autopulse platform sn (B)(6) displayed a user advisory (ua) 18 (max take-up revolutions exceeded) message upon powering on and installing a lifeband. No patient involvement.

Manufacturer narrative:
The customer's complaint that the autopulse platform sn (B)(6) displayed a user advisory (ua) 18 (max take-up revolutions exceeded) message upon powering on and installing a lifeband was confirmed in the archive data but was not confirmed during functional testing. The autopulse platform passed all tests and performed as intended. The returned autopulse platform was visually inspected, and no physical damage was observed. The archive data review showed multiple ua18 advisory messages without weight on the platform. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse hangtag - advisory codes description and action, user advisory 18 indicates that autopulse has detected that either the patient's chest is too small while sizing the patient (take-up) or there is no patient on the platform. The recommended actions for this user advisory are to pull up completely on the lifeband, ensure that the patient and the band are correctly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR. The autopulse platform passed the functional test without any fault or error. Following service, the autopulse platform passed the run-in and final tests without fault or error.